Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the pt began to wake up in the middle of the procedure and moved slightly. During this movement, leaking was observed from the cervix. The pt then proceeded to move more drastically and the sheath inadvertently pulled out of the cervix. At this time, a tenaculum stabilizer was not being used. As fluid was observed leaking from the sheath to the vagina, fluid flow was ceased and a first degree burn was observed (2 to 3 centimeters in length). The burn was in the posterior wall of the vagina toward the introitus. There was no damage down to the perineal body. Additionally, small, "drop" size burns were observed on the exterior labia and anterior wall of the vagina. At this point, the case was aborted. It should be noted that the pt has minor discomfort but was well enough to request the procedure be completed. Once the scope was pulled out, cold saline was placed inside the vagina and rinsed inside of the uterus. The burns were treated with silvadene cream and the pt continues treatments with the cream. Follow up information received on july 22, 2009, revealed that there was nothing unusual about the cervix and there was no indication of overdilatation. Although the pt did see physician for a follow up visit, it could not be confirmed whether or not burn could still be classified as "first degree".

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.